Manufacturer narrative:
Device evaluation. Visual analysis of the returned device identified: opening, brown particles inside the fill channel. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on valve bond edge to an unidentified (tear) opening

Event description:
Healthcare professional additionally reported "umbilical hernia", which is not device-related. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" against right device. Healthcare professional additionally reported "umbilical hernia", which is not device-related. The device has been explanted and replaced

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.